Event description:
It was reported that when the device was used during a laparoscopic assisted vaginal hysterectomy, the device made an incomplete staple line. It is unknown how the case was completed or whether there were consequences to the patient.